Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extreme skin irritation and swelling since implant. Allergy test confirmed that the patient is allergic material in the implant. As such, surgical intervention took place wherein the entire system was explanted to address the issue.